Event description:
Initial glucose result 5370 mg/dl, sample was repeated 92 mg/dl. Incorrect pt result was not used to provide pt treatment. Field svc rep performed the check test to verify instrument performance and ran quality control material. All results recovered within stated ranges. Field svc rep could not duplicate the problem called in by the customer.